Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Event description:
It was reported that the patient had significant discomfort, excess fluid and allergic reaction at the pocket site. The patient also experienced unbearable burning pain as soon as the stimulator was turned on and patient was unable to tolerate any programming. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn: (B)(6)). The returned lead was analyzed, and it was unable to confirm the as reported observations with testing of the product return. However, visual inspection revealed that the lead was cleanly cut into two pieces approximately 45 cm and 41 cm from the distal end of the lead. The clean-cut damage was a result of a typical explant procedure, and it was not considered a failure. The electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. A labeling review did not reveal any anomalies.

Event description:
It was reported that the patient had significant discomfort, excess fluid and allergic reaction at the pocket site. The patient also experienced unbearable burning pain as soon as the stimulator was turned on and patient was unable to tolerate any programming. The patient underwent a spinal cord stimulator (scs) system explant procedure.